Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra meter was only showing her past results. The medical affairs specialist listened to the recorded call, as the patient could not be contacted by phone to obtain additional information. According to the patient, the reported issue started on that day in the morning. The patient reported of feeling shakiness sometime after the issue. It is unknown when did she started feeling shakiness. She went to see her doctor on the same day at around 1:00 pm. Her blood sugar was tested at the doctor's office and received a reading of 190 mg/dl. After coming back home, she tested her blood sugar on the reported one touch ultra meter with a fast take strips and received a reading of 130 mg/dl. It is unknown whether the patient was able to test her blood sugar prior to experiencing symptoms or not, how much time elapsed between she developing symptom and receiving a reading of 190 mg/dl at the doctor's office, did she receive any treatment to treat her symptoms or not, and what was the doctor's diagnosis. The customer service agent (csa) walked the patient through troubleshooting and the patient was able to receive a blood sugar test result during the call. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient alleged of only seeing past results on the reported meter and later, felt shakiness, which could be a characteristic symptom of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.